Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. An x-ray was taken, and no lead dislodgement was observed. A revision/replacement procedure will take place within the near future. Subsequently, additional information was received that the associated crt-d was explanted and replaced. During the explant it was noted that the header seemed loose. The physician suspected the damage occurred during the explant process. The associated right ventricular (rv) lead was also explanted and replaced. This rv lead was a competitor's product. Once new device and rv lead were implanted no further noise or oversensing were observed. This lv lead remains implanted, and all measurements were within range. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.